Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4): product type programmer; patient product ID 37754, serial# (B)(4): product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013: product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013: product type lead. (B)(4).

Event description:
It was reported that the stimulation ¿jumps up¿ from 240-260 range up to 400 amplitude and stays on that setting. It was noted that when the patient is sitting she is fine but when she goes to stand and walk her stimulation jumps up to 400 and it is painful. It was further noted that all the patient¿s positional settings should be in the 240-260 range. It was further reported that the stimulation jumps up after a couple of minutes of walking and she can't move because it is painful. The patient¿s husband reportedly will usually have to reset her stimulation manually with her programmer when her stimulation jumps up to 400. The patient reportedly could not handle a setting of 400 and noted that it was horrible. It was additionally noted that it only does it at the (B)(6) frozen food section. It also reportedly happened at her home in front of the stove and at a friend¿s porch.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient experienced a shocking or jolting sensation. It was further reported that since implant, when the patient was at a store, her stimulation would ¿shoot up to 4 volts and it shocked her whole body.¿ it was stated the patient would also occasionally get a shocking sensation at home where her stimulation would ¿shoot up to 4 volts and it shocked her whole body and she could not move.¿ the patient noted this would ¿scare¿ her. It was reported that when the patient was at her normal 2.6-2.7 volts she could move but still experienced a shocking sensation. It was noted the patient denied experiencing any falls or traumas. The patient was redirected to her healthcare provider (hcp).